Event description:
It was reported that arteriotomy closure of the heavily calcified common femoral artery was attempted using the perclose proglide device after an abdominal angiogram with embolization procedure. Reportedly, while advancing the proglide device, a separation between the metal and black sheath occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received. The access site was clarified as the right common femoral artery.

Manufacturer narrative:
(B)(4). Correction: lot number changed from 2018j1 to 20118j1. Evaluation summary: the device was returned for evaluation. The reported guide tube break was confirmed. The (black) plastic guide was found broken inside the metal guide tube and was held onto the device by the control wire. The damage detected indicates excessive resistance was encountered during insertion. Reportedly, the access site was heavily calcified. The instructions for use (IFU) states not to advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. It should also be noted that under the special patient population of the IFU the safety and effectiveness of the device have not been established in the patients with femoral artery calcium which is fluoroscopically visible at the access site. The condition of the returned device indicates the reported heavy calcification may have created excessive resistance causing the guide to break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.